Event description:
It was reported when using the bd syringe 1ml ls tuberculin the needle was loose. This event occurred 3 times. The following information was provided by the initial reporter. This is a report about a syringe needle connectivity issue. According to the customer's report, the "syringe-needle connection was loose."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 1ml ls tuberculin the needle was loose. This event occurred 3 times. The following information was provided by the initial reporter. This is a report about a syringe needle connectivity issue. According to the customer's report, the "syringe-needle connection was loose."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. Syringe DHR reviewed. No similar defect found during in-process inspection and qa outgoing inspection. No quality notification was raised on past 12 months on similar non-conformance.